Event description:
The customer observed false nonreactive architect havab-igm results generated on the architect i2000sr processing module for a patient diagnosed with acute hepatitis a. For troubleshooting purposes, the sample was tested on another architect i2000sr processing module at another hospital and the architect havab-igm result was nonreactive. The sample was further tested on other platforms and the results were reactive. The following data was provided: on (B)(6) 2024 architect havab-igm result = 0.4 s/co (nonreactive). Autobio platform results = 1.96 and 2.14 (positive). Architect havab-igm result at another hospital = 0.64 s/co (nonreactive); hav igg = 8.81 s/co (positive). Chemclin platform result at another hospital = negative. Roche platform hav igm result = 1.2 (positive). Previous results from another hospital: wantai platform = hav igm positive; hav igg positive alt and ast were high there was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for false nonreactive architect havab igm results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, and labeling review. Additionally, in-house testing of retained reagent kit was also completed. Return testing was not completed as returns were not available. The data and information provided by the customer were reviewed and support the complaint issue. A ticket search by lot was performed and indicates that the reagent lot performs as expected for this product. A review of the complaint trending report did not identify any trends for the issue for the product. A review of the device history record did not identify any non-conformances or deviations with lot 61802be01 and complaint issue. An in-house testing was performed using retained reagent kit of the complaint lot. All specifications were met, and no false nonreactive results were obtained, indicating that the lot generates the expected results. In addition, the clinical sensitivity was evaluated by testing a commercially available seroconversion panel (biomex scp-hav-001). The seroconversion panel results were compared to architect havab igm test results provided by biomex which showed that the sensitivity performance is not negatively impacted. A review of labeling was performed and found to sufficiently address the customer's issue. Based on this investigation, no systemic issue or deficiency of the architect havab igm reagent, lot number 61802be01 was identified.

Event description:
The customer observed false nonreactive architect havab-igm results generated on the architect i2000sr processing module for a patient diagnosed with acute hepatitis a. For troubleshooting purposes, the sample was tested on another architect i2000sr processing module at another hospital and the architect havab-igm result was nonreactive. The sample was further tested on other platforms and the results were reactive. The following data was provided: (B)(6) 2024 architect havab-igm result = 0.4 s/co (nonreactive). Autobio platform results = 1.96 and 2.14 (positive). Architect havab-igm result at another hospital = 0.64 s/co (nonreactive); hav igg = 8.81 s/co (positive). Chemclin platform result at another hospital = negative. Roche platform hav igm result = 1.2 (positive). Previous results from another hospital: wantai platform = hav igm positive; hav igg positive. Alt and ast were high. There was no impact to patient management reported.

Manufacturer narrative:
This report is being filed on an international product, architect havab-igm, list number 06c30-74, that has a similar product distributed in the us, list number 06l21. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.